Event description:
Fire being investigated by federal and local authorities and an airsep newlife oxygen concentrator, may have been located at or near the origin of the fire.

Manufacturer narrative:
Department of fire and emergency services final report concludes this incident to be an accidental fire with an undetermined cause. No conclusion can be made from visual examination of the oxygen concentrator remains.